Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit and found the control board of the hcu20 defective. This led to an error of the keypad of the unit. The technician replaced the control board. The unit has been repaired and returned to service. A supplemental medwatch will be submitted as soon as additional information becomes available. (B)(4).

Event description:
It was reported the keypad of the unit would not respond (B)(4).